Event description:
During a right thoracotomy right upper lobectomy procedure, one line of staples failed to completely close necessitating excision of that tissue and re-closure. Extended or time by 1 hour. No patient consequences. Case completed with another device of the same product code.